Manufacturer narrative:
The pod was received with the cannula fully deployed and needle retracted. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or otherwise damaged. The data from the pod showed no timeouts or drive stalls that would suggest a struggle to deliver insulin. The device ran for 2047 pulses and delivered multiple immediate boluses before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure and no problem was found with the soft cannula. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). The patient reported being unsure if the cannula was properly seated and bent. As treatment, the patient changed out the pod. The site was irritated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.